Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address elevated ion level, liner wedged and cup had to be replaced. Der also states that pinnacle mom with corail stem. Mom cup implanted with ts 28 1.5 head. Doi: unknown; dor: (B)(6) 2017; right side.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.